Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The issue of the forceps cover glue peeling is not attributed to manufacturing, but occurred afterwards. It is likely that some external force applied to the part, judging from the scratches around it. Additionally, the device control knob had play and the there was grinding on the k-lever which was slightly loose. The instructions for use includes the following statements: inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Event description:
The customer reported issue with the forceps elevator adjustment control was observed during procedure. A grinding noise was noticed during a diagnostic endoscopic ultrasound (eus) procedure. The procedure was completed with the same device with no delay.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. No patient details, demographics, or pre-existing medical conditions will not be provided. The device was inspected before use with no anomalies noted. The model and serial numbers of the concomitant devices used in conjunction with the device at the time of the event is not available. The device being dropped or coming in contact with a hard surface or sharp corner is not available. No initial reporter occupation information was provided.

Manufacturer narrative:
Event date for this event is (B)(6) 2021. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the forceps cover glue was peeled and missing a piece. In addition, the distal end rubber cover glue was also peeling. Troubleshooting was performed and no issue of forceps elevator adjustment control mechanism was noted. The customer reported issue was not duplicated. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was sent in for repair for an issue with the forceps elevator adjustment control. At the time of estimation in the service center, the issue of forceps cover glue peeled and missing was observed. There is no reported harm to any patient. This medwatch is being submitted for the reportable issue of the forceps cover glue peeling.